Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replicated the alleged malfunction. The iabp would flicker on momentarily and then shutdown. The stm reported that removing the batteries from the circuit did not address the issue. The stm also thoroughly examined the power supply fuses without exception. The system timer would come on momentarily and the stm was able to narrow the issue down to the solenoid driver board and replaced it. After which the iabp successfully power on and ran without issue. The iabp also passed the battery runtime test and was calibrated and passed all functional and safety tests per factory specification. The iabp was then returned to the customer and released for clinical use. (B)(4).

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) shutdown without any warning. The customer would restart the iabp, however the unit would shutdown each time. No patient harm or adverse event was reported.